Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 roller pump did not work not properly after the biomed replaced the touch screen during preventive maintenance. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump did not work not properly after the biomed replaced the touch screen during preventive maintenance. There was no patient involvement.